Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the catheter allegedly fractured. There was no reported patient injury.

Event description:
It was reported through litigation process that, on (B)(6) 2011, a patient underwent port placement for intravenous access related to combined immunodeficiency. Approximately twelve years, seven months and four days later, on (B)(6) 2024, the catheter had allegedly fractured. Additionally, the patient experienced pain at port site with no blood return. Subsequently, an endovascular imaging on the same day revealed leakage located superior to the port hub, extending several centimeters toward the clavicle. Further, on (B)(6) 2024, the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. B1, b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h1, h6 (patient, device, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.